Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20330. It was reported the patient experienced ineffective stimulation due to autoreduction on the scs system. The system diagnostics revealed high impedances on the leads. A sjm representative tried reprogramming multiple times to no avail. Consequently, x-rays are requested and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20330 further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the scs leads were explanted and two new leads were attempted to be implanted. However, the physician was unable to place the new leads at the intended position (reference MFR. Report # 1627487-2015-12360). The physician tried troubleshooting to no avail. As a result, the leads were removed and the ipg was left implanted with port plugs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.